Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 935m62 lead, implanted: (B)(6) 2016; 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead pulled back into the coronary sinus, with high thresholds and no capture noted. It was noted that it appeared that the device migrated downward in the chest and caused tension on the leads, causing the lv lead to displace. The device and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.